Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent oblique lumbar interbody fusion (olif) surgery at l1-4 levels. During surgery, the flexible arm could not be fixed. Even if the screw of the lower arm was tightened, it could not fix firmly. The operation time was extended by about 5 minutes to 10 minutes. The product came in contact with the patient. There was a delay of less than 60 minutes as a result of this event. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and functional inspection confirmed the small arm of the instrument will no longer tighten it appears the ¿cups¿ inside the j oints of the flex arm are worn and will no longer lock up when tightened. Conclusion: the above observation is consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.